Event description:
It was reported that the charger caused a battery to overheat while the battery was being charged. This event did occur during a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The battery charger was received at the manufacturer for service and repair. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.